Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in fair condition with no physical damage. Powered on the device and h-31b air detector led did not illuminate, confirming the reported customer complaint. This was a result of a faulty control board. The problem source has been determined to be unknown.

Event description:
Information was received that the error flow detector is not working on a smiths medical level 1 trauma fast flow systems h-1200. Incident occurred during set up, no patient involvement.